Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was up to 400 mg/dl. Customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 281 mg/dl. Customer¿s different blood glucose level were 295 mg/dl, 299 mg/dl, 381 mg/dl, 385 mg/dl, 300 mg/dl, 383 mg/dl, 327 mg/dl to 383 mg/dl and 100 mg/dl to 220 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as little nausea for last few days and very thirsty. Customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.